Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7300731, UDI: (B)(4).

Event description:
It was reported that the patient had an epidural hematoma following the trial procedure. The trial leads were removed, and the patient was sent to the emergency room (ER) and admitted. The patient subsequently underwent surgery to evacuate the hematoma.